Manufacturer narrative:
A thorough investigation was to be performed to determine the cause of the reported problem. The issue was confirmed by the service engineer who found and reseated the misaligned lock cover to allow the control panel locking mechanism to engage. There were no parts replaced and therefore, no part evaluation was completed. The system has returned to service with no similar issues reported.

Event description:
It was reported that the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the system within the facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The philips service engineer confirmed the reported failure and determined the elbow cover of the system was misaligned. The part was adjusted to immediately address the customer¿s concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.